Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing the investigation process. The investigation results are pending completion. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: may 3, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumbar interbody fusion (alif) on (B)(6) 2016, during final tightening of an unknown screw, the screw interface portion of the screwdriver broke. The fragment was retrieved without complications. There was another instrument available which the surgeon used to complete the procedure without further incident. There was no surgical delay and no harm to the patient. The patient's postoperative outcome was reported as stable. Concomitant devices reported: unknown screw- unknown part and lot number, quantity 1. Unknown handle - unknown part and lot number, quantity 1. Unknown aiming arm- unknown part and lot number, quantity 1. Unknown locking sleeve- unknown part and lot number, quantity 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness close to the broken screwdriver tip has been measured and was found to be within specifications. The breakage of the screwdriver tip is likely caused by mechanical overloading during tightening or loosening of an implant screw. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will. An product evaluation/ investigation were performed. It was reported that during an anterior lumbar inter-body fusion (alif) on (B)(6) 2016, while the surgeon was doing the final tightening, the screw interface broke in the screwdriver. The piece was retrieved without complications. There was another instrument available which the surgeon used to complete the procedure without further incidents. There was no time delay and no harm to patient. The patient outcome is stable. The returned synfix evolution screwdriver ((B)(4)) is part of the synfix evolution secured spacer system and offers a versatile tool for tightening and loosening screws when performing synfix procedures. The returned screwdriver was received with a broken tip and was sent for (B)(4) and (B)(4). The driver was found to be in good working order with the exception of the driver tip which was sheared off below the thread lock sleeve threads. The (B)(4) stated that if a torque limiting attachment (tla) was not used it could have contributed to the tip breakage. If a tla was properly calibrated and used, then based on rationale for driver torque (windchill #(B)(4)) the complaint condition could have been prevented. The most likely cause of the complaint condition: per sales consultant confirmation is during the subject procedure, a tla was not used. Be filed as appropriate. Device used for treatment, not diagnosis.